Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they received an x-ray and it said the eval lead wire was malfunctioning. They mentioned that they were not experiencing a 50% reduction in their symptoms and their symptoms had gotten worse. Patient stated they were peeing on themselves all day. Patient added that they already tried making adjustments to their stimulation and changing programs. Patient also mentioned that they already talked to their hcp and that they were redirected to manufacturer. Agent offered to walk patient through connecting to their ins and adjusting their therapy and patient confirmed their therapy was turned on. The patient was redirected to their healthcare provider to further address the issue. Patient stated that their hcp is no longer in the office.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2pb8u, implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 17-apr-2024, UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.